Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the proximal ro marker. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the pressure used to inflate the balloon, the technique used by the physician during the procedure, the contact with sharp edges, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was able to be inflated on the first dilation session, and the duct was swept a few times. However, when the balloon was reintroduced and inflated, it was noticed that the balloon would not hold pressure and water was leaking out. It was noted that a stone was believed to be in the area. Reportedly, the balloon was pulled out from the scope, and the procedure was completed with another hurricane rx dilation balloon. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon found a pinhole therefore, this is now an MDR reportable event.